Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and delivered two inappropriate shocks for the patient's atrial arrhythmia with rapid ventricular response (rvr). The therapy delivered appeared to convert the rhythm. In addition to the inappropriate therapy, there were inappropriate stored episodes of both pacemaker mediated tachycardia (pmt) and signal artifact monitor (sam) due to the atrial driven rhythm. The sam episode disabled the minute ventilation (mv) sensor. This ICD system also displayed a yellow alert for the left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended due to the rate being too high. It was noted that this patient will continue to be monitored. At this time, no additional adverse patient effects were reported, and this ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.